Manufacturer narrative:
Continued from concomitant products: 60 cc syringe - unknown make and model; cook .035 guidewire. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the additional information provided indicated that the user did not apply negative pressure to the balloon prior to advancement through the endoscope accessory channel. A contributing factor to a crack in the catheter is failure to apply negative pressure to the device prior to advancement through the endoscope accessory channel. The instructions for use direct the user: "to facilitate passage through the endoscope, apply negative pressure to the device." The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. This is the most likely cause for the reported observation. Damage to the catheter can occur if the device experiences excessive pressure during general handling. The instructions for use direct the user: "maintain balloon deflation with negative pressure and introduce into endoscope accessory channel, advancing in short increments until balloon is completely visualized endoscopically." This activity will aid in device preservation. It is unknown if the user applied lubrication to the balloon prior to advancement down the endoscope accessory channel. The instructions for use advise the user: "apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel." The application of lubrication will aid in endoscopic advancement and balloon preservation. Prior to distribution, all hercules 3 stage wireguided balloons esophageal-pyloric-colonic are subjected to a visual examination to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that the user did not apply negative pressure, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an esophageal dilation procedure, the physician used a cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic. The balloon would not inflate, and it leaked from the catheter. When they tried to pull it out, the sheath [catheter] broke. They had to cut the catheter and pull the balloon out [from] the other end. While placing the catheter in a bag, the sheath was cracking as it seemed brittle.